Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead is detecting right ventricular signals, however these signals are not being sensed by the device. Also the lead exhibited loss of capture. As such, the device was reprogrammed and the output was increased to ensure capture. No adverse patient effects were reported.